Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a tendency to experience low blood glucose (bg) during the night (lowest in the 40's (mg/dl). Reportedly, the customer declined to provide cause of low bg and stated it depended on the situation. One example provided by the customer was due to exercising. Juice was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.